Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.